Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient's infusion set was leaking at site on 30-may-2024, 31-may-2024 and 02-jun-2024. The blood glucose level of the patient was 12.2mmol. Moreover, the issue occurred with six similar types of infusion sets used for 24 hours. No further information available.